Manufacturer narrative:
E1: (B)(6). The device was received for evaluation. During evaluation, the device alarmed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation performed thermistor testing and the device failed. The cause of the condition was downstream thermistor out of specification. The force sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.